Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported basal skin cancer (non device related) on study questionnaire. Healthcare professional later reported right rupture found during explant surgery.

Event description:
Patient reported "basel skin cancer" (cancer nonbreast). Side was unspecified, this record represents the right side. Findings reveal that the event is considered not device related. No indication of treatment. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in radius side assessed as surgical impact opening. (Shell thickness within specification). Cancer-ndr: not applicable as the event is not related to the device. Additional observations: observed stress marks on the device. White particles observed on the surface of the shell.